Event description:
It was reported that, during the implantable cardioverter defibrillator (ICD) replacement procedure, and testing the new ICD, fault code 1005 was recorded after defibrillation threshold (dft) test, indicating an open circuit condition and high shock impedances out of range on this right ventricular (rv) lead. Before the procedure, all measurements were within normal limits, nonetheless shock impedances were gradually increasing. The physician decided to keep this rv lead implanted. No adverse patient effects were reported.

Event description:
It was reported that, during the implantable cardioverter defibrillator (ICD) replacement procedure, and testing the new ICD, fault code 1005 was recorded after defibrillation threshold (dft) test, indicating an open circuit condition and high shock impedances out of range on this right ventricular (rv) lead. Before the procedure, all measurements were within normal limits, nonetheless shock impedances were gradually increasing. This rv lead was explanted and replaced due to infection. No additional adverse patient effects were reported.